Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01 serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02 serial #: (B)(4). Stockert rf generator: model #:m-5463-01 serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The customer refused to provide any information regarding the case. Thus the customer refused service. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No.: (B)(4).

Event description:
It was reported that during an afib procedure, st segment changes were noticed on the recording system. The ablation was stopped and ice confirmed pericardial effusion. Pericardiocentesis was performed successfully. A pericardial drain was inserted. The patient left the lab with a pericardial drain in place.